Manufacturer narrative:
The investigation determined that multiple higher than expected results were obtained from a non-vitros quality control fluid utilizing vitros ckmb reagent and a troponin I free sample when processed on a vitros 5600 integrated system. The most likely assignable cause is instrument related. Results of precision testing demonstrated that the vitros instrument was not performing as expected at the time of the event. After completion of multiple service and repair activities acceptable vitros performance was observed. At the same time, the non-vitros quality control fluid was evaluated successfully on multiple vitros assays, across several other vitros systems in the customer¿s laboratory. Therefore, there was no indication that a reagent or fluid issue contributed to the event. The investigation determined that the root cause of this event is most likely instrument related.

Event description:
The customer observed multiple higher than expected results obtained from a non-vitros quality control fluid utilizing vitros ckmb reagent and a troponin I free sample when processed on a vitros 5600 integrated system. Biorad level 1 ckmb result: 6.97, 8.43, 8.0, 5.08, 7.82, 7.93, 8.29, 7.85, 7.66 ng/ml vs. 2.96 ng/ml. Troponin I ¿free tropi es results: 0.55, 0.70 miu/l vs. < 0.012ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros ckmb patient results were processed during the time of the event. However, while there were no reports of affected patient samples, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).